Event description:
It was reported that a patient underwent a muscle biopsy on (B)(6) 2011 and suture was used. It was reported by the patient that the day of the procedure, the incision felt like there were marbles under the skin. The patient experienced intense itching and burning. The patient returned to the surgeon and the wound was left open. The patient reported that the incision has healed, but has left a dent in her arm.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.